Event description:
Report received that "the catheter balloon ruptured while inside the pt". There were two undocumented incidents reported. The balloons were pre-tested prior to catheter insertion without problems. The insertion process was complete without any problems encountered. The event occurred the day after the catheter was placed, when there was no resistance felt during air instillation into the balloon ports and "the wedge waveforms were freezing". At the time, the clinician suspected that the balloons ruptured. It was reported that the thermodilution catheters were kept in place to continue other monitoring procedures, although wedging was not allowed at the time. There was no bleedback reported in either event. The pts did not experience any adverse effects. The catheters were removed after approximately 3 days when the pts were stable and the intended monitoring procedures were completed. Additional information was requested, but was not available.